Event description:
It was reported by the patient that they passed out before this cardiac resynchronization therapy defibrillator (crt-d) shocked them. The physician put the patient on new medication. The patient reports that they are okay now. It was noted that their old device would shock them before passing out. The device remains in use. No adverse patient effects were reported.